Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com. One device was received in good condition. Per visual inspection, the standoffs were missing from the liquid crystal display (lcd), and the pump was not circulating. Per functional testing, there were problems found with the printed circuit board (pcb) and pump. The complaint was confirmed. The root cause was a faulty pcb and non-circulating pump. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, pump. Performed preventative maintenance (pm) changed o-rings and reservoir gasket and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the customer, that the unit is "defective". The customer was unable to provide additional information as to what is not working on the unit. Patient involvement is unknown.

Manufacturer narrative:
Additional information: b5, d10, h3 and h6 - health effects codes.

Event description:
Additional information was received: there was no patient injury and there was no medical intervention. No further details provided.